Event description:
It was reported from the patient that she was in a car accident in 2012 and following this she was on disability and was not as active as before. She has also said that she has bad asthma following the accident, and as a result the patient would having wheezing, heaving and panting if her stimulation was on and her heart rate was up like taking the stairs. She stated that it was not shortness of breath but more like an asthma attack. She clarified that she had the device off for 3 minutes and on for 60 seconds. She was not able to exercise because of it. The patient said that she had already talked to her neurologist and he ¿turned the device down a bit¿ but it didn¿t help. She did state that she was pleased with the device and said ¿the stimulator helped her tremendously¿. Follow-up was made to the patient's last known physician. The nurse indicated that the patient was released from their clinic (B)(6) 2017. She looked through notes and was unable to locate any issues with vns from when they saw her previously.